Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the lead may have been damaged. Compared to the measurements taken before the procedure, the lead impedance in the bipolar pacing configuration was low and the threshold was higher. It was noted that the patient's chest was "thick." The lead was caped and replaced. No patient complications have been reported as a result of this event.